Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer. The physician elected to replace the device.